Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple inaccurate fill estimates were received. Customer's blood glucose level was 127 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.